Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed, chronic totally occluded (cto) target lesion was located in the moderately calcified and moderately tortuous right external iliac artery. A 8.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilation. However, on the first inflation at 20 atmospheres for 30 seconds , the balloon ruptured. The procedure was completed with a 7-40 mustang¿ balloon catheter. No patient complications were reported and the patient's status was good.